Event description:
Baxter reported an incident of a bloood leak in the arterial header of the psn 170 dialyzer "in the beginning of therapy. Per baxter, it is unk if a hemastix was used to confirm the leak. The estimated amount of blood loss is unk. It is also unk if any blood returned to the patient. Per the national complaint coordinator, there was no patient injury or medical intervention associated with this incident.